Event description:
It was reported that the 8800 system intermittently experienced a "generator error" and needs to be rebooted to recover. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the fluoro function board (ffb). Replaced the ffb and flashed nodes. The system was found to be working as intended. System placed back into service.